Event description:
A consumer reported a false negative result with the binaxnow covid-19 antigen self-test, which was performed on an unknown date. The consumer initially received a negative result using the test, but later tested positive for covid-19 at a hospital. Following this, the consumer performed another binaxnow test on an unknown date and received a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3 (date of event): the date listed is an estimated date, as the consumer did not provide the actual date of the event. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.